Event description:
It was reported that during an unspecified surgical procedure, the anchor on the gryphon p br ds anchor w/oc device was placed per established technique. When the stem was removed and the threads were retracted, the blue thread was blocked and, with slight traction, broke. An attempt was made to pass the other thread through the labrum and knot it in the anchor without tension. Br was implanted in the glenoids. The anchor rod and the broken thread were reinserted. Only one suture thread could be passed from the anchor, and it could not be tightened firmly, risking damage. Therefore the anchor could not be used optimally; an additional perforation and implant were required, increasing surgical time. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11: additional narrative: investigation summary==> the product was not returned to depuy synthes, however a photo provided for evaluation. Visual inspection of the returned photo found the sutures detached from the inserter with traces of being broken and frayed. The anchor was not visible in the photo. No other anomalies were noted. The overall complaint was confirmed as the observed condition of gryphon p br ds anchor w/oc would have contributed to the complained device issue. Based on the findings, the potential cause for the device observed condition could be traced to procedural variables such as handling of the device or product interaction during procedure and over-tensioning of the suture. As per instructions for use (IFU), 1) apply tension (normal force) on suture lengths. Excessive force may overload the anchor or suture. 2) use the sutures provided for soft tissue fixation. Properly handling and¿attention to the approved use of the device diminishes the risk of failure. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history record review: a device history review was performed and no non-conformances were identified related to the reported condition.